Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 22-nov-2017 with the following findings: a review of the black box showed the data was not available. The available black box showed one loss of prime warning associated with a low non-zero force. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no loss of primes occurred. The force sensor measured within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that there was a loss of prime. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.